Event description:
During a follow-up, episodes of increased capture threshold and inadequate sensing were noted on the atrial lead. Diagnostic imaging confirmed atrial lead dislodgement. The atrial lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the increased capture resulted in loss of capture.